Event description:
It was reported by the distributor that the fowler was drifting without patient weight. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler actuator assembly. Conclusion: attempts have been made to gather additional information from the distributor, who has been unresponsive as of filing date.